Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 229047 analyzer (B)(4).

Event description:
It was reported the programmer had problems booting up and starting. It was also reported slow communication and slow testing. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was not able to reproduce the reported event, however, sluggish performance was confirmed in the programmer error logs. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit boardassembly. One latch tab was broken off of power cord bay door, wireless label was missing from bezel, keyboard letter "u" was damaged, printer 25 speed button was intermittent, four hinge plate screws were missing, power supply was noisy, and system fan was noisy.